Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper device placement. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, the ipsilateral leg of the rmt231418 covered the left internal iliac artery (liia) unintentionally. It was reported that the treatment length was 15-16cm. The physician reportedly selected rmt231418 and planned to push up the ipsilateral leg to land just above the liia the final angiography showed no endoleak, and the procedure was concluded. No health hazard due to the unintentional coverage of the liia has been reported. The patient¿s weight, dob and medical history were not available.